Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this record was previously submitted thru psr on 22/apr/2019. Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "intracapsular rupture with extrusion of silicone" and "left axilla and supraclavicular benign silicone lymphadenopathy". The device has been explanted.

Event description:
Healthcare professional reported left side "intracapsular rupture with extrusion of silicone" and "left axilla and supraclavicular benign silicone lymphadenopathy". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, red particles, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on the posterior and radius side assessed as unidentified(tear) opening. Based on the device analysis the final assessment is: broken shell with sharp edges assessed as unidentified(tear) opening.